Event description:
A valiant stentgraft system were implanted for the endovascular treatment of a 30 cm length dissection. It was reported that the patient presented to the emergency room with chest and back pain. A CT scan was done and a proximal type I endoleak was found. A procedure where endovascular screws from another manufacturer was used to obtain better wall apposition on the superior wall was done. The endovascular screws were successfully placed. The type I endoleak had lessened but it was still there. An open repair was scheduled to be done later. It was noted that there was no room to extend proximally because the stent graft was already caudal to the left carotid artery, which was the intended implant location. A carotid subclavian bypass was done at the index procedure and a vascular plug from another manufacturer was placed in the subclavian artery. An angiogram done prior to index procedure confirmed that there was no retrograde flow from the subclavian artery. Per the physician, the cause of type I endoleak was due to the lost of adequate fixation, therefore the endovascular screws from another manufacturer was chosen. No additional clinical sequelae were reported and the patient is fine. Films review and analysis: review of pre-implant cta¿s confirmed that the patient had a large thoracic dissection which began just distal to the lsa and extended distally across the arch, along the length of the descending thoracic and into the iliac arteries. The thoracic flow lumen diameter near the level of the lcca measured approximately 28mm, and the maximum diameter of the false lumen measured 7cm at the arch. The false lumen was perfusing the celiac and left renal artery, and the true lumen was perfusing the sma and right renal. The cause of the reported proximal type I endoleak could not be determined from the films provided. Images post-implant were not available for review. Likely due to lack of proximal stent graft apposition with no room to extend proximally.

Manufacturer narrative:
(B)(4).